Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx partially covered stent was to be used in the common bile duct during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure, resistance was felt when trying to deploy the stent. The stent and delivery system were removed from the patient, with the stent fully covered by the outer sheath. The wallflex was removed in one piece but it was reported that the inner catheter seemed to be separated. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.